Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The health care professional indicated that the estimated remaining longevity had decreased from 3.5 years remaining to 1.5 years remaining in less than 12 months. Boston scientific technical services (ts) recommended device replacement and a safe replacement interval was provided. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) for this pacemaker. The health care professional indicated that the estimated remaining longevity had decreased from 3.5 years remaining to 1.5 years remaining in less than 12 months. Boston scientific technical services (ts) recommended device replacement and a safe replacement interval was provided. The device was explanted and replaced. No additional adverse patient effects were reported.